Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously elevated accutni (troponin) result above the ami cut-off for one patient generated by the access 2 immunoassay system for one patient. Subsequent testing produced results within the normal reference range. The erroneous result was reported outside the laboratory, but was amended. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The accutni qc was within the customer's established ranges prior to the event. A routine system check was performed on (B)(6) 2010 which failed, but upon repeat was within instrument specifications. The customer performed a precision test after the event which failed with a few fliers. A field service engineer (fse) was dispatched on (B)(6) 2010 for this event. The fse performed a preventative maintenance (pm) on the instrument. The fse also performed a routine system check which failed. The fse replaced the substrate valve and ran another routine system check which passed within instrument specifications. The fse performed an accutni precision test which passed within specifications. Although hardware issues were addressed by the fse definitive root cause could not been determined.